Event description:
It was reported in an anonymous survey that the patient experienced mild pruritus around placer of infusion. No medical or surgical intervention was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 is unknown.